Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 06/19/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the audio bolus button was not responding to presses. The keypad buttons responded appropriately to presses. The keypad buttons have spring back or click normally. There was no evidence of keypad contamination found under key contacts. The cover was removed on the audio bolus button and it was found that the internal plug contact was misaligned.

Event description:
On (B)(6) 2012, the reporter called animas alleging the audio bolus button is intermittently unresponsive. The patient reportedly wears the pump under the clothing against the body and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.